Event description:
There was an allegation of questionable results from coaguchek inrange meter serial number (B)(6). At 8:00, the result was 3.5 inr. At 8:08, using a new fingerstick, the result was 2.4 inr. The therapeutic range was 2.0-2.5 inr and the customer tests daily.

Manufacturer narrative:
The customer stroked the finger after the puncture but did not press or squeeze at the puncture site. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial reporter occupation was patient/consumer.